Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose, with blood glucose in the 20 mg/dl range at the time of the incident. The customer did not state if they were wearing the insulin pump during the incident, but they stated that they do not think the low was pump related. Troubleshooting was not completed as the customer declined. The customer stated the pump was old and beat up, and had hard to press buttons. The insulin pump will be returned for analysis.